Manufacturer narrative:
Follow-up #1: date of submission 02/06/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/22/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed multiple eaw 177 low battery warnings due to normal battery usage. There was no evidence of short battery life observed in the pump¿s black box data. There was no visible damage to the battery compartment. The battery cap was able to fully secure onto the pump, and the pump powered on with the returned battery cap. The electrical current draws measured within specifications. The pump was opened and no evidence of moisture or loose components was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.